Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterine pain') in an adult female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation by novosure technical and bilateral tubal occlusion". The patient's medical history included pelvic pain, bleeding menstrual heavy, endometrial ablation, vaginal bleeding, mood disorder and dysfunctional uterine bleeding. Concurrent conditions included ovarian cyst, penicillin allergy (itching/pruritus), pruritus, vaginal discharge, cramp in lower abdomen and pap smear abnormal. Concomitant products included ethinylestradiol;norethisterone (necon 28) from 2008 to 2009, levonorgestrel, levonorgestrel from (B)(6) 2009 to (B)(6) 2009 and medroxyprogesterone acetate (depo provera) in (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ pain menstrual"). On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine pain and dysmenorrhoea was resolving and the dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received reporter information was added. Lot no was added. Injury nos replaced new event was added. Dysmenorrhea, dyspareunia, uterine pain,medical device monitoring error. Outcome updated dysmenorrhea, uterine pain. Concomitant drug were added, medical history and lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterine pain') in an adult female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation by novosure technical and bilateral tubal occlusion". The patient's medical history included pelvic pain, bleeding menstrual heavy, endometrial ablation, vaginal bleeding, mood disorder and dysfunctional uterine bleeding. Concurrent conditions included ovarian cyst, penicillin allergy (itching/pruritus), pruritus, vaginal discharge, cramp in lower abdomen and pap smear abnormal. Concomitant products included ethinylestradiol;norethisterone (necon 28) from 2008 to 2009, levonorgestrel from (B)(6) 2009 to (B)(6) 2009 and medroxyprogesterone acetate (depo provera) in (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ pain menstrual"). On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine pain and dysmenorrhoea was resolving and the dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.